Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer was boating with the pump and potential water damage prior to malfunction occurring. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. There was no adverse impact to the customer¿s blood glucose level.